Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched and they were hospitalized due to hyperglycemia, passed out and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 600 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The insulin pump had a blank display. Customer was unable to rewind the insulin pump. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that insulin pump was on and working. The insulin pump had stuck button alarm. Customer stated that they pressed a button down for 3 minutes or longer. Customer was able to clear the alarm and buttons were responding. The device will not be returned for analysis.

Manufacturer narrative:
The event date information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).